Manufacturer narrative:
Block h6: device code a0401 captures the reportable event of pull wire detached. Impact code f23 captures the reportable event of unexpected medical intervention. Impact code f2301 captures the reportable event of additional device required.

Event description:
It was reported that a escape basket device was used during a flexible transurethral ureterolithotripsy (f-tul) procedure. During the procedure, a wire got damage on the sheath and disconnected from the handle. Additionally, the outer sheath got separated around the middle part. Reportedly, the part of the outer sheath remained inside the patient and was eventually removed using a forceps. The procedure was completed with another of the same device with no patient complications.

Manufacturer narrative:
Additional information: block b5 (describe event or problem) block h6 (device code). Impact code f23 captures the reportable event of unexpected medical intervention. Impact code f2301 captures the reportable event of additional device required. Investigation results: the returned escape basket was analyzed, and the handle returned in good condition. Microscopic examination was performed under magnification, and it was noticed that the sheath detached and kinked at the middle section. With all the available information, boston scientific concludes that the reported event of sheath break was confirmed due to the separation of the sheath based on the objective evidence of the product analysis. However, it was not possible to identify any evidence of the sheath being torn on the device since the sheath was not torn. Based on the investigation result, these could be related to handling and manipulation of the device during procedure, it is probable that an excess of force applied to the device such as operational factors during their use could lead to the observed damages. Additionally, during manufacturing process inspections are performed to ensure the integrity and functionality of the device and would have captured the problems found. Taking all available information into consideration, the most probable cause of this complaint is adverse event related to procedure because the adverse event occurred during the procedure, and the device had no influence on the event.

Event description:
It was reported that a escape basket device was used during a flexible transurethral ureterolithotripsy (f-tul) procedure. During the procedure, outer sheath wire got damage and separated from the handle around the middle part. Reportedly, the part of the outer sheath detached and remained inside the patient but eventually removed using a forceps. The procedure was completed with another of the same device with no patient complications.